Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the arrow button was hard to press, screen cloudy affect and had scratches, reservoir cap casing was cracked, back light less bright hard to see, rewind was slower, motor seems slower. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.